Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was stating the order could not exceed quantity of 0.1. A technical support specialist (tss) identified that the medication order needed to be discontinued or edited by the pharmacy. Alternatively, the 'add item' button could be used. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini could not exceed order of 0.1. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.